Manufacturer narrative:
The customer reported that following recalibration of the system, the results had stabilized. Accordingly, the customer cancelled a requested service call. The system was not cultured or decontaminated. Without an examination of the system by the manufacturer, no device evaluation could be concluded and a root cause cannot be determined; accordingly, no conclusion can be drawn. This is one of three separate medwatch reports being submitted as the customer reported three separate patient events associated with this occurrence. Reference the below MDR numbers for all associated events. MDR # 2050012-2011-03422, 03423. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low electrolyte results (sodium, chloride, potassium and calcium) were generated by the unicel dxc 800 synchron system for three patients. The results were reported out of the laboratory and the validity of the results was questioned by the floor nurse. The customer retested the samples on a back-up system and results obtained were within expectation. Amended results were issued. The suspect system was then recalibrated and no further events were noted. It is not known if there were any changed to the patient care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.